Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a heavily calcified, unspecified coronary artery stenting procedure, a 2.25x28 xience xpedition device could not cross the lesion due to the anatomy. While the stent delivery system (sds) was inside the patient, the physician applied slight force, resulting in a separation of the sds at the proximal section of the hypotube, which was outside of the body. The physician was able to easily remove both parts. Nothing remained in the anatomy. Further information is limited since the physician was unable to remember additional details. There was no report of adverse patient sequela and no report of a clinically significant delay in procedure. There was no additional information provided.